Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please provide details regarding the current patient status? Hemorrhage: immediately entered the hemorrhagic rescue procedure, and the rescue was successful. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Blood loss of 3000 ml. What is the product code of stapling device used with reported cartridge? What anatomical structure was device used on when issue occurred? Was the device difficult to close? Was the device difficult to fire? Were any unusual noises heard? Can further information be provided regarding the staple form? Did the surgeon provide any means for proximal and distal control of vessel prior to firing? How was the bleeding stopped? What is the current patient status? No feedback from customer, so no additional information could be provided.

Event description:
It was reported that during the radical wound resection was performed for central lung cancer surgery, after fired, noted some staples malformed. After the completion of firing, the staples malformed and the vascular occlusion failed which caused massive bleeding. The surgical field was blurred, and the patient's blood pressure dropped. The patient immediately entered the rescue procedure, and increased suction was used to attract the blood in the surgical area. Because the pulmonary veins were thick, the blood pressure was high, and the bleeding was quite serious, after some efforts, the bleeding vessel was found, and hemostasis was achieved with hemostatic forceps, and the anastomosis was successful again. In this process, because the blood flow could not be blocked at one time, the patient had bleeding of nearly 3000 ml and entered a state of shock, which was quite serious. No additional information could be provided.